Event description:
Pt was on aquinox oxygen high-flow (30l) humidification system. Rn entered room and noted that the water bottle connected to the heater was enlarged and suddenly the bottle exploded. Bottle hit the wall and bed causing damage. Respiratory care noted that the pop off safety valve did not pop off appropriately when they tested it by occluding the tubing.